Event description:
A customer reported that the indicated battery charge of their pump dropped significantly within a short period. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The shipping address was confirmed, and the customer was instructed on how to put the pump into storage mode before returning it with a prepaid label within ten days.